Manufacturer narrative:
Product ID: 3093-28, lot# v475907, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot# v475907, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced a lack of therapeutic effect. The patient additionally reported that the device had "never worked for her, even during the trial phase." The patient stated she "returned to her physician two dozen times for programming adjustments" and that the adjustments "would only help for a half a day" before returning to "where she was before." The patient additionally reported having "experienced months of bladder infections since implant." The patient additionally noted that she was "so unhappy" with the device and that she "just wanted it out her body." The patient was redirected to her health care provider. Additional information was requested. A supplemental report will be filed if additional information becomes available.